Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. There is reasonable evidence suggesting that it was related to a product performance issue. It was replaced with a similar model less than a year since the implant. A new lead was implanted at the same surgical intervention. No evidence of a second abandoned lead was found. No additional adverse patient effects were reported.